Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 5.0x100,75cm mustang¿ was advanced for dilation. However, during inflation, it was suspected that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was removed from the bath; however, due to the condition of the device, the balloon was still unable to inflate. A microscopic examination of the balloon was also unable to locate pinhole ruptures or tears in the balloon. A visual and microscopic examination observed no damage to the tip. A visual and tactile examination of the shaft profile found no issues with the rest of the device. There were no issues noted with markerbands on the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 5.0x100,75cm mustang¿ was advanced for dilation. However, during inflation, it was suspected that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the no segment of the balloon was detached inside the patient after it ruptured.